Event description:
The pt underwent MRI (magnetic resonance imaging) on (B)(6) 2010. The pump was not interrogated following the MRI until (B)(6) 2010. Then, a confirmed motor stall was noted in the event logs with no motor stall recovery recorded. There was no change in symptom control. It was believed the pump was likely in a telemetry state stall. The plan was to re-check the pump logs for stall recovery.

Manufacturer narrative:
(B)(4).